Manufacturer narrative:
(B)(4). Concomitant medical product: biomet microfixation tmj system left fossa component, medium catalog #: 24-6561, lot #: 122580b; biomet microfixation tmj system right fossa component, medium catalog #: 24-6560, lot #: 122470a; biomet microfixation tmj system right standard offset mandibular component, catalog #: 24-6645, lot #: 703170; biomet microfixation tmj system left standard offset mandibular component, catalog #: 24-6646 lot #: 770660; biomet microfixation "2.4mm" system ht cross-drive screw, catalog #: 91-2710 lot #: ni; biomet microfixation tmj system cross drive fossa screw, catalog #: 99-6577, lot #: ni; biomet microfixation tmj system cross drive fossa screw, catalog #: 99-6579, lot #: ni. Therapy date: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00466, 0001032347-2018-004687, 0001032347-2018-00468, 0001032347-2018-00469, 0001032347-2018-00470, 0001032347-2018-00472, and 0001032347-2018-00473.

Event description:
It was reported by the patient "I have been having a lot of tmj headaches, some rather severe. They have mostly been on the right side and they have spread down my neck, to my shoulder, a number of times. I consulted with a nurse who gave put me on an intense course of pain medication, but it mainly knocked me and I could still feel the pain." Upon follow up, the patient advised his implants haven't been as intense or persistent as they had been before his email. He has not had any scans performed since the implants were put in place. No additional patient consequences were reported.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No product was returned and no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. For aforementioned reasons, and due to the fact that pain is a relative condition, the complaint cannot be verified and the most likely underlying cause of this complaint cannot be determined. The manufacturing history was reviewed for the tmj components and no discrepancies were found. Device history record (DHR) review was unable to be performed for the screws as the lot numbers of the devices involved in the event are unknown. There are no indications of manufacturing defects. The instructions for use (IFU) for this product warns of the potential for complications. It states in the section titled adverse events: facial swelling and/or pain. The IFU also states in the section titled patient counseling information: discussion of the following points is recommended prior to surgery. The risks associated with a total tmj system (see warnings and adverse events). Post-operative pain relief and return of function varies from patient to patient. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00466-1, 0001032347-2018-00467-1, 0001032347-2018-00468-1, 0001032347-2018-00469-1, 0001032347-2018-00470-1, 0001032347-2018-00472-1, and 0001032347-2018-00473-1.

Event description:
This follow-up report is being submitted to relay additional information.